Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was changing the time and date with out programming. The customer blood glucose level was 200 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switches at the escape and act buttons. The time clock anomaly could not be verified and the functional testing could not be performed due to the keypad anomaly. The insulin pump had a scratched keypad overlay and minor scratches on the display window.